Event description:
Bought a box of bandaid in 2003. Each box was supposed to contain ten wrappings with one swab in each wrap. (The products are used on wounds while waiting for the product to dry). On the same day, only eight wrappings were found in the box. At the bottom of the box was a swab which contained body fluids. (Suspected to have been used.)